Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had failed battery. The customer¿s blood glucose level was 73 mg/dl. The customer stated that they had received a failed battery test and the battery was dead. The customer was advised obtain a new battery, per instruction for use, and call back to continue troubleshooting. The insulin pump will not be returned for analysis.